Event description:
On (B)(6) 2022, it was reported that a suction loss during laser fire occurred on left eye using a patient interface. The procedure was completed using the same cone. It was also reported that patient had dry in both eyes and microstriae more in the left eye than the right eye. Patient is happy. Pre-op best corrected visual acuity (bcva), visual acuity right eye (od) 20/40-2 cc, visual acuity left eye (os) 20/30-2 cc. Post operative best corrected vision ¿ these are the one day post op measurements: visual acuity right eye 20/20, visual acuity left eye 20/40+2. On (B)(6) 2022, doctor reported that patient was 20/15 od and 20/30 os. Eye is dry with microstriae. Patient is still happy.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Discarded.

Manufacturer narrative:
Additional information: on 04/20/2022, it was reported that patient was seen on (B)(6) 2022 for visual acuity in the left eye and it was 20/30+2 uncorrected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.